Event description:
It was reported that the pink slide did not move forward into the viewing window when the pod was activated; this indicates a needle mechanism failure. The patient¿s blood glucose reached 178 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient administered a correction bolus; however this did not reduce their blood glucose levels, and they therefore removed the pod and discarded it. Upon removal the pod¿s cannula was found to be bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s926usqs5czb2. Hardware: sm-s926u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.